Event description:
The hcp reported the pt presented for a pump refill and for a change in the concentration of the drug. The estimated reservoir volume was less than 30cc and the actual reservoir volume was 39 cc. The pt had not been experiencing good pain control.